Manufacturer narrative:
The pre-revision radiograph shows an intact m6-c implanted at c5/c6. The radiographs were otherwise unremarkable. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The device was noted as intact in situ but was received in multiple pieces with extensive extraction damage. In summary, the device was intact in situ and the surgeon commented that he believed this was not an implant failure.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that a patient with one m6-c artificial cervical disc was revised.